Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested in-house clinical hcg negative urine samples; all hcg results were negative at 3 minutes read time and met qc specification. No false positive results were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined due to the limited information provided and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the patient presented to the facility for a pre-surgical test. It is unknown what type of surgery was to be performed. The patient's urine was then tested on the alere hcg dipstick and produced a positive result. No quantitative confirmation was performed. No further information was provided.